Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to be fractured. Low pacing amplitudes and undersensing was noted, while the pacing thresholds and pacing impedance measurements were normal. The rv lead was surgically abandoned. No additional adverse patient effects were reported.